Event description:
It was observed that during the device evaluation, the evis lucera elite gastrointestinal videoscope exhibited foreign material coming out of suction channel, metal tip burned, and plastic distal end cover burned. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the event occurred because the hf instrument was used at an insufficient distance from the tip. The foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.